Manufacturer narrative:
Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. Online journal article title: "multicenter experience with endovascular treatment of aortic coarctation in adults." Erben et al, journal of vascular surgery, march 2019, copyright 2018 by the society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.jvs.2018.06.209. If information is provided in the future, a supplemental report will be issued.

Event description:
This article aimed to evaluate outcomes of endovascular treatment of aortic coarctation in adults. This was a retrospective review of clinical data of patients who were treated by angioplasty or stenting. Indications for endovascular treatment included newly diagnosed aortic coarctation (nco) or a late complication from initial open surgical repair (osr), which included recurrent coarctation (rco) and aneurysm/pseudoaneurysm formation (ane) adjacent to the initial anastomosis. Technical success was defined by successful angioplasty with or without stent placement with no evidence of significant residual stenosis (>30%), pressure gradient (>10 mm hg), type ia endoleak, rupture, or dissection. 93 patients treated with endovascular interventions (34% were nco, 66% had prior osr). At the time of clinical presentation 67% of patient were symptomatic. Between the rco and nco groups there was no difference in the use of stent grafts and balloon expandable bare-metal stents. The covidien ld balloon expandable uncovered stent was included in the choice of balloon expandable uncovered stents. Technical success was achieved in 100% of the patients. There were in total nine procedure-related complications, which included two aortic ruptures, one type ia endoleak, and one access vessel haemorrhage. The aortic ruptures were treated with stent grafts, and they required the deployment of an additional stent graft to seal the rupture. The type ia endoleak was repaired with a stent graft, which also required the deployment of an additional stent graft to successfully seal the endoleak. This patient also had a left carotid to left subclavian artery bypass, and therefore circulation to the left arm was not affected. Haemorrhage was reported in a patient¿s right common femoral artery and was treated successfully by an open arterial repair. In addition, three aortic dissections were recognized at the distal end of the stent, which were nonflow-limiting and therefore followed up with serial cross-sectional imaging. In the perioperative period, two additional complications were recognized, left renal artery embolization and spinal headache due to cerebrospinal fluid leak who required a blood patch. There were two deaths including one of the ruptured patients and one of the dissection patients. These deaths occurred on the same day of the operation and included cardiopulmonary arrest and haemorrhage. In follow-up 98% of patients experienced improvement. 2 patients had residual claudication with long walking distances. All stents on imaging follow-up in the form of cta were patent. Ten (11%) patients required 11 reinterventions. One patient with a proximal pseudoaneurysm underwent coverage of this pseudoaneurysm with a stent graft successfully. One patient with a type ia endoleak underwent cervical debranching and stent graft placement. This last patient returned after 22 months with a pseudoaneurysm at the distal anastomosis from the debranching graft and underwent a left carotid to left axillary artery bypass. In addition, there were 8 additional deaths reported during follow-up, 4 of unknown causes and 2 were directly related to the coa repair (stent graft infection, mesenteric ischemia). Other causes of death reported were exacerbation of chronic obstructive pulmonary disease (copd) and cardiac arrest after aortic valve surgery.